Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left breast implant saline mentor smooth round moderate profile 630 cc, , catalog number: 3503630 (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor smooth round moderate profile 630 cc saline breast implants which the right side deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Brown material was observed within the device. Gel was observed on the shell surface. During visual examination of the device, product evaluation team observed a rent measuring 4.0 cm on the posterior view. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the brown material observed. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
In the supplemental report submitted 4/26/2018, an incorrect date of explant was given. The actual date of explant was (B)(6) 2018. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 03/27/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/27/2018, additional information indicated that the lot number of the device is 581661. A device history record review is in progress. Once completed, a supplemental report will be submitted. On 03/27/2018, additional information indicated that on (B)(6) 2018, patient underwent bilateral removal and replacement with left, catalog number 3502450, lot number 6937188, serial number (B)(4) and right replaced with catalog number 3502450, lot number 7360114, serial number (B)(4). Manufacturer¿s reference number: (B)(4).